Event description:
A patient underwent cataract surgery in the left eye where the micor lens fragmentation system was used to remove the cataractous lens fragments. A posterior capsular tear occurred during surgery and a portion of the lens nucleus fell posteriorly into the vitreous cavity. The nucleus remnant was left behind for the retina specialist to address and a 3-piece intraocular lens was implanted in the sulcus. The surgeon was unsure when the capsule rupture occurred. Patient follow-up information was requested from the physician's office on three separate occasions, but no additional information is available at this time

Manufacturer narrative:
The micor extractor was returned to the manufacturer and evaluated. The device was subjected to visual inspection and functional testing, which consisted of flow, vacuum, surge, and cutter testing. There was no damage or device malfunction identified and the device met specifications and performed as intended. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).